Manufacturer narrative:
Lead is no longer reportable, no allegations against lead.

Event description:
Additional information revealed that all impedances were normal and there were no allegations against this lead.

Event description:
Additional information revealed that the system was auto reducing. It was found that the lead had high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Correction needed for this lead which is now reportable due to high impedances and replacement.

Manufacturer narrative:
The report event of high impedance was not confirmed. As received, the returned lead (a) worked and passed all test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system due to auto reducing. It was found that the lead had high impedances. In turn, surgical intervention may take place to address the issue.